Event description:
A customer observed a repeatable false negative ahbc result on a pt sample. The result was released to the physician. A false positive result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found the negative vitros ahbc result was inconsistent with other hepatitis marker testing. The negative results obtained on the eci were repeatable, but the sample was weakly positive when tested by an alternate method. Datalog analysis is not possible, and no further pt testing is possible. The root cause of the event is unk.